Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing on the rv channel. Boston scientific technical services (ts) discussed that the rv lead could possibly be making contact with the abandoned competitor¿s lead. Additional information obtained from the field representative indicated this lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, however, visual inspection revealed partial abrasion observed on the distal shocking coil, possibly due to lead-on-lead contact. It is possible this abrasion may have caused the noise.